Manufacturer narrative:
Evaluation results: one cadd legacy plus pumps (6500) was returned for investigation in used condition. A review of the event log revealed that the most recent programed volume was delivered. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, the delivery accuracy testing on the pump found the pumps delivery to be slightly negative. The pump's expulsor was replaced in order to bring the delivery into more nominal range. Simulated use found the keypad as intermittent. The keypad, and noisy motor, were replaced as a preventive measure.

Event description:
Information was received indicating that more medical fluid remained in the cassette than indicated on the screen of the smiths medical cadd legacy plus pump. It was reported that 30 ml of fluid was left unused while 16ml was supposed to remain in the cassette of the pump. No adverse effects were reported.